Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display.

Event description:
The customer reported via phone call that insulin pump had damage. The blood glucose at the time of the incident was 226 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.